Event description:
Literature was reviewed regarding: "embolic materials¿ comparison in meningeal artery embolization for chronic subdural hematomas: m ulticenter propensity score¿matched analysis of 1070 cases." The time frame of this study was: 2018-2023. Multiple manufacturer¿s devices were used in the study population. Eight hundred and seventy-two patients undergoing 1070 mmae procedures. Onyx was used as the embolization material in 432 cases (40.4%). Among patient adverse events included: it was noted that there were 20 overall complications in onyx cases, 10 of which were classified as major. Thirty onyx cases underwent rescue surgery (i.e., clinical failure). Symptomatic increase in chronic subdural hematoma (csdh) size requiring rescue surgery occurred in 6 onyx cases. Distal thromboembolism (limb ischemia requiring thrombectomy) occurred in 1 onyx case. Ranial nerve palsy occurred in 3 onyx cases. Asymptomatic hemorrhagic complications occurred in 3 onyx cases. Radial to femoral conversion occurred in 5 onyx cases which was classified as an access site complication. Seizures occurred in 1 onyx case. Retained catheters occurred in 2 onyx cases. Iatrogenic dural arteriovenous fistula occurred in 1 case with an unknown embolic material. No further information was provided pertaining to medtronic products.

Manufacturer narrative:
Citation: salem, m. M., helal, a., gajjar, a. A., sioutas, g. S., khalife, j., kuybu, o., caroll, k., nguyen hoang, a., baig, a. A., salih, m., baker, c., cortez, g., abecassis, z., ruiz rodriguez, j. F., davie. Embolic materials¿ comparison in meningeal artery embolization for chronic subdural hematomas: multicenter propensity score¿matched analysis of 1070 cases. Neurosurgery 96(5):1067 2025. Doi:10.1227/neu.0000000000003218. Earliest date of publication used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.